Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202 ¿ biolox head ¿ 3006370, unknown shell ¿ unknown part and lot, unknown liner ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision approximately 4 days post implantation due to hip fracture and patient falling. Attempts have been made and additional information on the reported event is unavailable at this time.